Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform synthetic mesh was implanted into the patient during a procedure performed on (B)(6) 2009. As reported by the patient's attorney, the patient underwent revision of the polyform synthetic mesh on (B)(6) 2014 due to vaginal mesh erosion. Furthermore, on (B)(6) 2018, the patient underwent again another revision due to dyspareunia. Boston scientific has been unable to obtain additional information regarding the event to date.